Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse removed strip reader module munsell mask and cleaned a significant amount of dried urine from inner munsell mask. The failing controls were repaired. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the ichem velocity instrument was failing ca control for bilirubin. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.